Event description:
This event is deemed reportable based on the allegations in a potential lawsuit which, while unsubstantiated, suggest that a reportable event may have occurred during use of an atrium medical mesh product. Claimant, through her attorney, in a letter dated (B)(6) 2014, alleges that on (B)(6) 2011, she was implanted with a mesh product and "started to feel various extremely serious health problems" and was admitted to (B)(6). In (B)(6) 2011. Since this is a potential legal matter, the case has been turned over to legal counsel and further information obtained through investigation or discovery may fall under the attorney/client and/or work product privilege. However, atrium will supplement this report as appropriate if additional information comes to its attention.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted. Since this is a potential legal matter, the case has been turned over to legal counsel and further information obtained through investigation or discovery may fall under the attorney/client and/or work product privilege. However, atrium will supplement this report as appropriate if additional information comes to its attention.